Event description:
It was reported that there were fine "thread-like fibers" identified in a 250ml eva bag. There was no report of patient involvement nor adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation, filled with total parenteral nutrition. Visual inspection revealed that the bag had a particle inside, which confirmed the reported condition. However, the cause could not be determined. Should additional relevant information be received, a follow-up medwatch will be submitted. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.